Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds shortly after placement. The physician attempted to reposition the lead, but was unable to unscrew the helix, and even manually turning the lead was unable to detach the lead. The patient was then transferred to a different hospital to surgically remove the lead, and upon arrival, the patient went into shock. A tamponade was diagnosed, and it was determined that the lead had perforated, resulting in an effusion. The effusion was drained and the lead was finally removed. No new lead will be placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to stretching. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.